Manufacturer narrative:
(B)(4) field service engineer (fse) investigated customer report that fluoro stopped during a procedure and a "gurgling" noise came from the vicinity of the generator. After rebooting 3 times, x-ray fse verified proper operation of unit per liebel flarsheim hydravision dr system service check list qssrwi4.

Event description:
On (B)(6) 2013, customer reports via phone that during an unk procedure, the generator started making odd noises and shuts down during an exposure. Staff moved the pt to another room to complete the procedure. No pt details are known other than there was no pt injury.